Event description:
Pacer was on medical device safety alert dated 10/01/93. Problem was as stated in alert, ie: failure mode is sudden with no output. MFR and cardiologist agreed replacement necessary, done in less than 30 days.